Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation. The reported malfunction "defib fault 72" wase observed in the device log history, however was unable to be duplicated during evaluation. The device was put through extensive testing such as impedance, bench hanlding, defibrillation stress cycling and environmental chamber testing without duplicating the report. The analog board was replaced as a precaution. The customer's report of "fails self test" was not observed or verified during testing. The battery interconnect board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.